Event description:
Device 2 of 2. Reference MFR. Report# 1627487-2019-02633. It was reported the patient experienced ineffective stimulation. As a result, the patient underwent surgical intervention wherein one lead was explanted and replaced. It is unknown which lead was explanted so both are being reported. Effective therapy restored.